Manufacturer narrative:
Date of event: date of event was approximated to 08/01/2018 as no event date was reported.  The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device was disposed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
On august 22, 2018, boston scientific corporation received a report that maxforce biliary dilatation balloons burst several times during procedures. According to the complainant, the procedures were completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of the events, and the patients were reported to be stable at the conclusion of the procedures. Boston scientific has been unable obtain additional information and/or specific information regarding the circumstances surrounding these events to date. Should additional relevant details become available a supplemental report will be submitted.